Event description:
Customer reportedly obtained results of 288mg/dl and 124mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 167mg/dl, 125mg/dl, and 94 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.